Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of received problem description and service report. Log files were not provided. Our fse (field service engineer) was on site to investigate the reported issue further. However, the high airway pressure could not be reproduced and no other issue with the ventilator was found. Moreover, provided information confirms that the expiratory cassette's membrane was cleaned but there is no information about how/if this was related to the initially reported problem. Afterwards, the ventilator passed all functional and safety tests and was cleared for clinical use.

Event description:
It was reported that the ventilator had a high pressure issue. There was no patient harm. Manufacturer's ref. #: (B)(4).